Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two patient samples. Of the data provided, the result for one patient sample from the ER was discrepant. The initial result was 8112 miu/ml and was reported outside the laboratory. The physician did not believe this result and asked for the sample to be repeated. On (B)(6) 2012, the repeat result on cobas e601 analyzer serial number (B)(4) was 10000 miu/ml with a data flag and 109322 miu/ml with a 1:100 dilution. The repeat result was considered to be correct. The patient was not adversely affected and her current condition was "okay". The hcg+ss reagent lot number was 16250103 with an expiration date of 07/31/2012. The field service representative determined the high voltage was out of adjustment. He performed an automatic high voltage adjust, deleted the calibrations on measuring cell 1 and performed an initial blank cell. To verify the analyzer operation, he verified the high voltage adjustment was in range and ran performance testing. The user ran calibration and quality control successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result: the field service representative determined the high voltage was out of adjustment.